Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that wires are snapped on the monopolar curved scissors (mcs). The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient and no delays during the procedure.